Event description:
It was reported that the tubing of a solution administration set had separated from the set. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the bottom part of the set was cut apart. The cause was determined to be due to a manufacturing issue. Recertification of appropriate personnel has been implemented to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.